Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united kingdom it was reported that the patient faced product damaged upon receipt prior to use event on (B)(6) 2026.the infusion set was discoloured and rough to the touch prior to use. No further information available.